Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: 4100070000-2020-8049. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary tubing of a clearlink system continu-flo solution set disconnected from the luer lock connector. It was further reported that the nurse attached the tubing and screwed the lock per usual, and the tubing became disconnected. The issue was resolved by priming a new primary tubing from a different lot. This issue was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.